Event description:
Additional information was provided by the surgeon. The intraocular lens was replaced with a silicone lens model. The patient has had a good outcome following the lens exchange.

Event description:
Consumer reported seeing the "star of david" at night in lights post cataract extraction and intraocular lens (iol) implant surgery. They reportedly had a lens exchange at approximately one month post-op and the phenomenon diminished but did not go away. They state they then had a yag capsulotomy which further diminshed the phenomenon but it did not completely go away. Additional information has been requested from the surgeon.